Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the reservoir was leaking. Blood glucose level at the time of incident was unknown. Troubleshooting did not resolve issue. Reservoir will return for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir, performed pre-fill reservoir test. Found transfer guard¿s needle occluded; using a new lab transfer guard; performed pre-fill reservoir test. Found reservoir no leakage anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir does not leak.